Manufacturer narrative:
(B)(4).

Event description:
The right-side deep brain stimulator was turning off. This seemed to have occurred since implant in (B)(6) 2011. When the pt's wife checked the device with the pt programmer, the lights for stimulation and neurostimulator battery status didn't always come on with the first attempt. The pt was unable to communicate well. The pt's wife checked stimulation status when the pt's body stiffened. The pt hadn't been exposed to any medical electromagnetic interference or new sources of electromagnetic interference at home. The pt's wife was going to keep a diary of off periods and bring it with her at an hcp appointment in (B)(6) 2011. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.